Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. Reportedly, the home patient (hp) was using home choice machine (hc) at the time of the event, no information was to know if the home patient (hp) was connected to the machine. The hp stated that his transfer set came apart. So, he called the peritoneal dialysis renal nurse who told him to end therapy and come into the hospital. Technical service representatives (tsr) walked hp through ending therapy procedure. There was patient involvement, but no patient injury or medical intervention was reported. During a follow-up with the patient, it was stated, the hp was connected at the time of event. While he was taking the therapy, the transfer set got detached from the titanium adaptor. The patient is at home now and is fine.

Manufacturer narrative:
Voluntary report number: mhra ref (B)(4). (B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. This issue is being investigated through CAPA.